Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with pre-op diagnosis of cervical disk herniation with myelopathy. She underwent 1) anterior cervical c5-t1 diskectomy with decompression of neural tissue under microscopic dissection. 2) acif at c5-t1 with allograft. 3) anterior cervical plating c5 through t1 with translational plate. Per op notes, after incision was made, bone allograft was applied between c7-t1 and between c6-7 and c5-6. Then translational plate was inserted between c5-t1 and transfixed to c5, c6, c7 and t1 with self-drilling, self-tapping screws. (B)(6) 2010, the patient presented with following preoperative diagnosis: 1. Lumbar stenosis and spondylolisthesis, thoracic stenosis. She underwent this operating procedure: l2-l5, l5-s1 decompressive laminectomy with medial facetectomy and foraminotomy for decompression of neural tissue under microscopic dissection. 2) l4-5 plif with application of peek cage. 3) l4-5 reduction of spondylolisthesis 4) l4-5 posterolateral arthrodesis 5) pedicle screw fixation l4, l5 6) t5-6 decompresive thoracic laminectomy with medial facetectomy and foraminotomy. Per op notes, after making the incision, the surgeon removed l2-l5 spinous processes. He then used peek cage at l4-5 one each at sides right and left and packed between them with the combination of sponge of bmp and autograft. He then drilled the posterolateral parts of the facet joints at l4-5 and decorticated them and applied bmp and autograft for posterolateral arthrodesis at that level as well as transverse prosthesis. He then applied pedicle screws at l4, l5, 6.5 screws at l4-5, rods and set screws and then looked the system as recommended by infection after he compressed l4 against l5 for fixation at l4-5. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.